Event description:
Non-delivery reported. The pump was set to infuse heparin 25,000/250 ml at 12 ml/hr. Approx 5.5 hours after the infusion was started, a nurse noted that no delivery had occurred. The pt did not experience any adverse effects. The pump was switched out and the heparin was re-started. No add'l info was available.

Manufacturer narrative:
Testing and investigation could not confirm the reported complaint of underdelivery. The device passed performance verification testing and short and long term delivery accuracy tests within product spec. The frequency of death or serious injury reports for underdelivery for plum products is approx 0.01/million sets.